Event description:
When the first introducer had a burr on the tip (previous report) staff opened a new introducer. This one had a broken flange. Product is designed for this flange to break away after the introducer is in the vein. Premature breakage of the flange made it useless. Third failure of the product in same lot number.